Event description:
A retrospective study reported via a literature review indicated a patient presented with high capture thresholds on their atrial leadless pacemaker (alp). It is unknown if the patient experienced any symptoms. The alp was explanted and replaced successfully.